Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 36 mg/dl, 118 mg/dl, 132 mg/dl, and 104 mg/dl (father's readings). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips from any of the events. Replacement was sent.

Manufacturer narrative:
This medwatch is for comfort curve strip lot 551259. (B)(6). Will not be returned to manufacturer.